Event description:
Under specific conditions, there is a potential that the elecsys 1010 may print erroneous test results that are immediately automatically reprinted by the analyzer with a "blocked" (flagged) status for the same test results. Instrument generates the alarm when this occurs.